Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported corporate product surveillance that after priming and attaching the clearlink y-type blood/ solution set to a unit of rbc's, it was noticed that blood was leaking approximately 2-3 inches below the spike at the top of the tubing. The tubing was replaced and ran the blood without incident. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2 of this reported condition from the facility.